Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system went down for several minutes and then came back up. The event occurred during a cataract extraction with intraocular lens implant (iol). The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 26, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to exhibit no issues related to the reported event. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system went down for several minutes and then came back up. The event occurred during a cataract extraction with intraocular lens implant (iol). The procedure was completed with no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system went down for several minutes and then came back up. Additional information has been requested.